Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the returned labelling. During the visual inspection, the stent was partially deployed from the distal tip of the delivery catheter, there was blood/thrombus noted. The delivery catheter was flattened at 6cm from the distal end. There was blood noted within the delivery catheter. There was bending and kinking noted to the delivery system throughout. During functional testing, the delivery catheter was unable to be flushed and the stabilizer was unable to be advanced within the delivery catheter to deploy the stent due to dried blood within the system. The distal taper tip was gently pulled, and the stent was deployed ¿ there was thrombus noted to the distal end, preventing the stent from opening full. The stent was cleaned, and deformation was noted to the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the event description, the device was confirmed to be in good condition prior to use and it was prepared as per the dfu. The device was returned, and the stent had been partially deployed, the delivery catheter was flattened and kinked and the stent was deformed. The stabilizer/pusher wire was unable to be advanced within the catheter to deploy the stent. There was a lot of blood noted within the delivery system and there was thrombus noted to the stent, preventing it from opening fully. It is probable that the delivery system was damaged during the clinical procedure causing difficulty to deploy the stent and causing the damage noted to the device. An assignable cause of procedural factors will be assigned to the reported and to the analyzed events as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the subject stent didn't open. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the device revealed that the stent had partially deployed ; therefore, based on this information the event is deemed reportable.